Event description:
Boston scientific received information that during the implant of this right ventricular lead the lead was stuck in the tricuspid valve. This lead remained in the patient and another lead was implanted. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
Should additional information become available this investigation will be updated.